Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have dim display segments. Internal inspection indicated corrosion at u12 and u13 lo side led drivers on the system board. During testing the led's would intermittently shut off completely. The corrosion was cleaned and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the top right led segment is completely out, and the upper and middle segments are dim and hard to read. No consequences or impact to patient were reported.